Manufacturer narrative:
All operating currents are within specification. Insulin pump passed displacement test and self test. All buttons functioning properly during button pressing. No unexpected missing segments or blank display noted. However, intermittent button response noted during testing due to corroded keypad traces. Insulin pump received with cracked case on display window corners, cracked lcd window, minor scratches on lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker. No moisture damage on motor assembly or electronic assembly noted during visual inspection. However, cold solder joint noted on lcd connector during visual inspection.

Event description:
Customer reported that the insulin pump's display went blank whenever a button was pressed. Customer also reported that striped lines appeared across the display screen. Blood glucose level was 175 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.